Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty reconnecting a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet, including a pairing failure and a ¿replace sensor¿ notification; support guided the user to toggle cgm type settings and re-enter the sensor code, and advised allowing time for pairing, consistent with an intermittent communication failure involving the electrical/magnetic antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with an intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.